Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was frustrated with charging and couldn't get the recharger to maintain an excellent contact. The recharge diary showed only fair charging contact the last 6 sessions. The rep could feel the battery was tilted and the rep had the same problem connecting when trying to connect with their own recharger. Using the belt, the patient had success getting good contact, but it was still good with excellent at times. The patient as going to try that for a while and see if he can manage recharging it this way. No symptoms or further complications were reported.